Manufacturer narrative:
(B)(4). Sample will not be returned for eval. Additional info: no sample was returned for investigation, it was reported as discarded. The customer reported the arterial line cracked at the hub resulting in leaking and exposure to air; no sleeve was present reinforcing the catheter at the hub. The customer reported this as a reoccurring problem; however, did not provide a sample for investigation. The instruction booklet warns about possibly inadvertent kinking at the hub area when securing the catheter to the pt. The kinking may weaken the wall of the catheter and cause fatigue of the material leading to possible separation of the catheter. A device history record review was performed with no relevant findings. Therefore, the potential cause of this issue could not be determined. This is one of 3 records reflecting multiple occurrences (B)(4). Additional occurrences are documented as MDR #1036844-2009-00100, MDR #1036844-2010-00073. Until july 27, 2009, multiple occurrences were reported on a single MDR. They are now reported as individual events. All multiple occurrences from (B)(6) 2009 are being remediated to include the correct number of complaints, mdrs, vigilance, and (B)(6) reports. Please refer to the MDR for the original complaint referenced above for the follow-up for this MDR.

Event description:
It was reported by the clinician that the 5-inch silicone sleeve that attaches the catheter to the hub, was leaking and exposed to air. This is a reoccurring problem and there are intermittent kits without the reinforcing sheath. They also noted, this is a change out of parts on this arterial line without notification.